Manufacturer narrative:
An isi field service engineer (fse) has been requested to investigate the reported event. At this time, the additional fse investigation has not been completed. No images or videos were shared for the event. Log information was reviewed during the initial troubleshooting performed with technical services. Additional investigation by the fse is pending. This complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted or aborted. While there was no harm or injury to the patient the customer had to switch to the alternate ssc to continue the procedure. The reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted partial nephrectomy procedure the system faulted with an error 252. Technical support reviewed the system logs and found there was a fiber cable issue with surgeon side console (ssc) 2. The customer was advised to disconnect the fiber cable to ssc2 and reboot the system. The ssc2 issue persisted as it faulted twice with fiber cable errors. A field service engineer (fse) was dispatched to check if there is an unsecure connector or if there is something else causing the system to lock up. The customer disconnected ssc2 and proceeded with the case as planned using ssc1. There was no reported patient injury. Intuitive surgical, inc. (Isi) completed follow-up with the robotics coordinator and confirmed the procedure was completed on surgeon side console (ssc) 1 with no patient injury.

Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the medical grade power supply (mgps) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed and verified the reported error 417 by reviewing the system logs and performing in-house testing. Fa installed the mgps into a surgeon side console (ssc) of an xi system. The unit powered on the system normally and did not lose power as the system was idle in normal mode for 10 minutes. Fa power cycled the system approximately 10 times and there were no errors found in system logs. After the fa left the system idle in normal mode for a few more minutes, the ssc lost power and the leds were not lit along with the power button. Based on the information provided at this time, this complaint remains a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h6, and h10. 67 - an isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted that the surgeon side console (ssc) was losing power intermittently before cases and errors 417 found in system logs pointed to a loss of power in the redundant medical grade power supply (rmgps). The fse replaced the rmpgs to address the reported issue. Following service, the system was tested and verified as ready for use. An RMA has been issued requesting to have the rmgps returned for analysis; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Based on the information provided at this time, this complaint remains a reportable event due to the following conclusion: system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.